Manufacturer narrative:
The event occurred in (B)(6) 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. The patient had stated that they think that there is a leak in the patient line of the cassettes they were using. Per the patient this issue had consistently occurred around their fourth cycle in which they would discover solution all over her floor. This event occurred during filling. The source of the leak was not identified by the customer. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available

Manufacturer narrative:
Correction: actual device was not returned. Companion samples were made available for evaluation. Additional information: the actual device was not available for evaluation; however, two companion samples were returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. All functional testing performed was acceptable. The reported condition was not verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.